Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma® xc in the left cheek 1ml and 1ml on right cheek. Two weeks later patient experienced "pain, swelling jaw pain and warm to touch" on left side. Hcp prescribed "ibilex." Blood test result came back normal. The next day symptoms were still painful but swelling was going down. A week later, area was still very swollen, sore and painful to open the jaw. Patient had hematoma. Hcp prescribed augmentin duo forte and prednisolone. Patient also had an ultrasound, CT, and MRI. CT shows 1cmx1cm placement of filler in a "pocket." MRI results pending. Patient also was injected concomitantly with "botox in frown (well dysport) and was fine, and 2 other syringes of a different filler and was fine." Patient had an emergency surgery area was "opened and cleaned out the area as a lot of pus came out. Patient is on special antibiotics for the face/skin. Wound is left open so it can heal from inside to out, special gauze with silver packed into hole so it draws out the infected stuff". No other information provided.